Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. At the end of the case, a perforation and pericardial effusion were noted via echocardiogram. No interventions were performed and the effusion resolved on its own. Patient is stable and has been discharged.